Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Some scratches were found on the keypad. The pump was also giving off an internal rattling sound. The reported syringe empty alarm was evidenced in the event history log (ehl). The syringe empty alarm was also replicated during a syringe delivery test. The customer reported product problem was therefore confirmed. The alarm was produced because the carriage was broken, and had become separated from the position pot tab. This damage resulted from an impact to the pump, which was attributed to the end user. A user interface issue was therefore established as the root cause. The carriage and plunger tube were replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump produced a syringe empty message. No patient injury or complications were reported in relation to this event.